Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, the root cause of the reported issue of no image on the provation monitor could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center displayed no image on the provation monitor. An image was displayed when only the monitor was connected to the video system. It was unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that they were getting an image on the monitor connected to the video system center only. There was no image on the provation monitor. Upon troubleshooting, the customer reported getting an image, but the customer did not say how. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.